Event description:
It was reported that patient had a right rejuvenate implanted (B)(6) 2011 was removed. Patient had elevated cobalt levels and was revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.